Event description:
It was reported during reprocessing of the pk dissecting forceps instrument it was noted that the cable on the instrument was frayed. There was no report that any piece(s) from the instrument fell into the patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure, as the tip of the instrument has no frayed, broken or loose cables. Failure analysis investigation also found that the distal end of the main tube has various scratch marks with light material removal. The scratches are .040 - .220 in length and are not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.